Manufacturer narrative:
Complaint no: cmplnt-(B)(4). On an unreported date, the patient experienced suspected peritonitis. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced cloudy effluent and abdominal pain, suspected to be peritonitis, coincident with peritoneal dialysis therapy. The cause of the suspected peritonitis was unknown. On an unreported date ¿from three days¿, the patient was hospitalized for the suspected peritonitis. Treatment for the suspected peritonitis event was not reported. It was not reported if dianeal therapies were ongoing. It was not reported if the patient was recovered or was recovering from the suspected peritonitis event. Additional information was requested, but is not available at this time.